Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-01461. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of a 26mm sapien 3 valve by transfemoral approach in the aortic position, at the time of deployment, it was not possible to deploy the valve because the delivery system balloon had a leak. The whole system was withdrawn and a new sheath and delivery system were inserted but during inflation, the new delivery system leaked and it was necessary to inflate the balloon with an excessive amount of diluted contrast media to finalize the deployment. Finally the result was good and there was no injury for the patient.

Manufacturer narrative:
UDI #: (B)(4). The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: kinks on guidewire shaft, kink on the delivery system, and gouges on the flex tip. Functional testing was performed and the balloon was able to be inflated but a partial tear was noted in the crimp balloon just proximal to the I/c bond, causing a leak. Dimensional testing was performed on the crimp balloon double wall thickness and was found to be within specification. During balloon manufacturing, the inflation balloon is visually 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots, contamination, working length, balloon diameter, proximal / distal ids, proximal leg od, and double wall thickness measurements. During manufacturing the crimp balloon component is 100% inspected for balloon double wall thickness. In addition, the balloons are inspected under minimum 8x magnification for the following: defects and cosmetic appearance, foreign matter, impurity or contamination, fish eyes, and gel spots. During manufacturing, the crimp balloon to inflation balloon laser bond are 100% inspect for a smooth bond joint with no gaps between components, bubbles in the bond area and burns. During manufacturing of the delivery system are 100% inspected by manufacturing for the following: balloon size before pleating and folding process, accept fold lines and distorted/pinched folds. The entire device undergoes final inspection by manufacturing and quality for the following: missing components, incorrect assembly, damage (e.g. Kinks, cuts), contamination, distorted/pinched folds, wrinkles/waviness, and fold lines. In addition, the delivery system is 100% leak tested. Post leak test, the inflation balloon are inspected for any damage. During product verification (pv) testing, visual inspection prior to functional testing for physical defects such as kinks, and cracks, and loose or missing components and balloon bust pressure is tested on a sampling basis. The burst pressure and the inflation balloon to crimp balloon laser weld tensile strength of the tested units was calculated and found to be within specifications. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. The device history review (DHR) of work orders did not reveal any manufacturing related issues that would have contributed to this complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ torn¿ was confirmed through visual inspection and functional testing of the returned device. No manufacturing non-conformance were identified, and a review of the relevant DHR, lot history and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of manufacturing mitigation supports that the delivery system has proper inspections in place to detect issues related to the complaint events. Because there was no difficulty with de-airing reported, the tear likely occurred during the procedure and was not present out of box. A review of IFU/training materials revealed no deficiencies. Potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and previously documented in a product risk assessment, as per management discretion. It is possible that valve alignment was performed in a curved section of the aorta, if the physician performed valve alignment at a curve, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The complaint was confirmed for but no manufacturing non-conformities were found in the returned sample. In this case, available information suggests that patient/procedural factors may have contributed to the event. However, a definite root cause is unable to be determined at this time. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the march 2018 control limit for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During pre-decontamination of the device a partial tear in the crimp balloon proximal to the I/c bond was observed.